Manufacturer narrative:
A follow up was performed with the customer, and it was determined that the flow sensor assembly that was recently installed was faulty. The customer received a replacement flow sensor assembly; after replacing the flow sensor, and installing the original data acquisition board, the customer reported that the "check vent: proximal pressure sensor auto zero failed" was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor autozero failed" alarm (110b). The technician reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: proximal pressure sensor autozero failed" alarm (110b). During troubleshooting, the customer confirmed that the error code (110b) was in the event log. The proximal pressure was not measured, and pressure-related alarms were compromised. The rse instructed the customer to perform the following actions, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The customer noted that they had a spare da pcba available and would perform the necessary repairs. It was also noted that the gas delivery system (gds) may also be replaced. A follow up was performed by the customer, and it was reported that the spare da pcba was tested, but the issue was not resolved. This investigation is ongoing.